Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign object that looked like a dot was observed in the port of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: july 19, 2021 - july 20, 2021. H10: the device was received for evaluation. Unaided eye visual inspection along with magnification was performed and observed a small particulate matter (pm) inside the fill port interior wall of the sample. Magnified inspection verified a white polymeric appearing particle loosely on the interior wall of the fill port morphologically consistent with fill port material. The reported condition was verified. The cause of the condition could not be determined; however, potential causes include customer handling or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.